Event description:
It was reported that subject device had a scope communication error (b30). The issue occurred during a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, h2, h3, h4, h6, h11. Corrected field: e4. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance center (tac) via phone, and remote troubleshooting was performed. Technical assistance center (tac) advised the customer to swap out the clv-190 with another unit to test. Tac instructed there are 3 other components to eliminate the clv-190, cv-190 and cables connecting the two. Since the units are bolted together the customer was unable to swap just the clv-190. Later, after swapping out the clv-190 the issue was not occurring. The customer informed tac of the event. The device will be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.